Event description:
Customer changed batteries and has not received an accurate reading since then. She went to the pharmacy, the pharmacist tested the strips with the control solution, and then told her she needed a new meter.